Manufacturer narrative:
Internal report reference number: (B)(4). Customer returned an empty kit box without the seal (lot #kc0528 and serial # (B)(6)) - complaint was forwarded to packaging based on complaint's description for investigations-no abnormalities observed. Scrap returned product. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for missing package item and possible tampering. Customer stated he had purchased the kit and the lancing device had been missing. Customer stated that the box seemed to have been opened previously; customer stated that the seal from box was broken and looked like somebody retaped the box. The customer feels well and did not report any symptoms. No medical intervention associated with the use of the product was reported.